Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Additionally, it was reported that the pump did not deliver insulin as intended. There was no reported impact to the customer¿s blood glucose. No additional information was provided. Multiple follow up attempts were made to gather additional information, however, the contact did not respond to follow up attempts.